Event description:
It was reported that the patient underwent a hip revision due to metallosis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ australia. H6: suggested component code: mechanical (g04) - head. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; g4; h2; h6; h10. D4: attempts have been made to gather all product identification information and no further information has been provided. Device not returned, further analysis cannot be made. Lot identification is necessary for review of device history records, the correct lot identification was not provided. Radiographs were provided. Review of the available records identified the following: not submitted to radiology due to the inability to correlate the image with the allegation and the date of x-ray is unknown. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.